Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer who is a physician reported that 3 days following an intraocular lens (iol) implant procedure, the lens was only translucent, fingers held up at arms length can barely be counted. He reported having a close up of the eye with the clouded lens. Additional information was provided by the consumer, who reported that on the fourth postoperative day, the clarity is improving and though it is still hazy, he is able to nearly read the line he just typed.

Manufacturer narrative:
Evaluation summary: photo evaluation was provide by a company physician: one self portrait of patient's left eye was provided. Photo demonstrates mild nasal conjunctival injection, gerontoxon and what appears like a shadowed/hazed pupil area. Due to quality and type of photo we are unable to determine origin of the observed haze/shadow. Effect on vision cannot be assessed based on photo. The manufacturer internal reference number is: (B)(4).